Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin appeared not to be delivered. The customer¿s blood glucose was 19 mmol/liter at the time of incident. The customer had tried all remedies. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device primed properly. No unexpected insulin flow blocked alarm or no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.